Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported an altitude alarm 21 on their pump. Blood glucose levels remained between 54-500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump and instructed the customer on returning the faulty device. The customer opted for manual insulin injections as a temporary solution.